Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After a guide wire was crossed, a 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.